Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that during the implant procedure, neuromonitoring showed some abnormalities. The physician removed the lead and re-implanted the lead. After the second placement of the lead, neuromonitoring showed the patient had no sensory or motor function. The device was removed and the procedure was stopped. The patient is currently having a hard time walking.